Manufacturer narrative:
As reported by an affiliate, a powerflex pro ruptured while being removed from the patient. Attempts to obtain additional details have been unsuccessful. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst could not be confirmed as the device was not returned for analysis and the exact cause of the rupture could not be determined. With the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the sales rep indicated that a 8mm 8cm x800 powerflexpro ruptured while being removed from the patient.